Manufacturer narrative:
The reported events of helix damaged, noise, failure to capture, and high pacing impedance were confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead found the helix appeared to be broken/damaged inside the helix housing. Destructive analysis was performed on the helix assembly to examine the condition of the broken/damaged helix. Scanning electron microscope analysis was performed and confirmed the helix was fractured consistent with fast/brittle type fracture. The reported events were isolated to the fractured/broken helix.

Event description:
It was reported that during a remote follow up, high pacing impedance and noise resulting in oversensing were noted on the right ventricular (rv) lead. The physician suspected rv lead damage, however, diagnostic imaging was not performed. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating that during a follow up in clinic, loss of capture was noted on the right ventricular (rv) lead resulting in the patient experiencing arrhythmia. Diagnostic imaging was performed and helix damage resulting in detachment from the rv lead was observed. The rv lead was explanted and replaced to resolve the event. The helix of the lead remains implanted in the pericardium. The patient was in stable condition.